Manufacturer narrative:
A review of the image result files showed that reactions appeared as reported by the instrument. An immucor field service engineer performed the unexpected reaction checklist. All parameters were within specification. The camera mirror and the inside of the instrument were cleaned and filters were replaced. The washer dispense accuracy test, residual volume, and daily maintenance were performed with acceptable results. Qc testing performed with acceptable results. The instrument is operating according to specifications.

Event description:
A customer reported obtaining unexpected negative reactivity on the antibody screening assay on galileo (B)(4).